Event description:
On the morning cases on 3/12/97, the hosp used three 6f sheaths (lot 117476). The staff started each case with a bolus injection of heparinized saline through the sidearm of the sheath and flushed saline through the sidearm twice during the procedure. During all 3 cases, the valve "leaked profusely" around a catheter, soaking multiple 4x4's. At the end of the first and third cases they were unable to aspirate via the sidearm. During the first case, when the physician was unable to aspirate via the sidearm, the sheath was withdrawn from the pt and flushed through the sidearm. A large clot was removed. During the third case, when the physician was unable to aspirate via the sidearm, the sheath was withdrawn, and a dilator was inserted, without any resistance, through the sheath valve. The unit was aspirated with a syringe as the dilator was advanced in an effort to determine the location of the clot. It was believed that the clot was located at the point at which the sidearm intersects the sheath tubing, although, clot formation was not evident in the sidearm itself. One sample was returned.